Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿no anomaly¿. The catheter was returned in segments. Analysis of the catheter segments found ¿no significant anomaly ¿ acceptable catheter testing¿.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was going through withdrawal every 48 hours. The patient would get the therapy for a short time and then would go through withdrawal. There were no motor stalls in the logs. A dye study was performed and therapeutic boluses were given, but nothing was found and it had not resolved the issue. The patient¿s insurance was requiring a roller study before the surgeon could get approval to replace the pump. On 4/6/2015 it was reported the patient was scheduled for a catheter revision on 04/09/2015. On 4/9/2015 it was further noted that the patient had a history of post spinal cord injury with complaints of signs and symptoms of withdrawal for the past three weeks. Prior to the event, the patient had been treated with citalopram, hydrocodone, and amoxicillin. Per the patient, she was being treated for a urinary tract infection, but also indicated that she often got urinary tract infections. In the last three weeks, the doctor had added periactin, ativan, and baclofen to the list of medications. The patient had no known allergies. The described withdrawal signs and symptoms that the patient experienced was an increase in spasms and general malaise. The additional oral medications had helped, but as a result, the patient felt sedated. The healthcare provider had performed a catheter study, but the results were not known. However, per the patient¿s father, the physician had difficulty getting cerebral spinal fluid return during the catheter study. The patient did not think that the physician had increased the pump dose recently. The patient used a manual wheelchair, worked as a dispatcher around computers and communication equipment, but there was no other source of electromagnetic interference that could be thought of. The cause of the issue was unknown but possibly device related. It was decided to replace the entire system due to the problems that the patient was reporting. When the catheter was cut at the back incision, cerebrospinal fluid was noted. The neurosurgeon still wanted to replace the catheter. There was no patient injury. The pump was used to deliver lioresal. No patient injury reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.